Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump passed the self test and displacement test. No weak signal alarms or loud noises were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's pump was unresponsive and making loud noises. Customer's blood glucose at the time of the incident was 4.9 mmol/l. Customer had a crack in the belt clip yesterday and it caused the pump to fall and crack. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.